Event description:
It was reported that the distributor in ireland noted a cartridge alarm labeled as alarm 20 occurring during the pumping process. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact to the customer¿s blood glucose level. Despite assistance from technical support in loading a new cartridge, the alarm persisted, preventing the resumption of insulin therapy. The customer was instructed to use multiple daily injections as a backup insulin delivery method while waiting for a replacement pump, which technical support confirmed would be sent. The customer was also guided on returning the problematic pump with a prepaid label and acknowledged understanding of the instructions.